Event description:
The unit locked up several times and displayed a nibp calibration overdue inop message. No controls were active until the battery was removed and reinserted.

Manufacturer narrative:
The factory has not yet rec'd the device for evaluation and this complaint is still under investigation.